Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture on the left side. The device has been explanted and replaced with a non allergan.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified: rupture: observed an opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed."

Event description:
Healthcare professional reported a rupture on the left side. The device has been explanted and replaced with a non allergan device.